Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. This has been a gradual rise over time. Further evaluation of the patient was discussed. This device remains in service.

Manufacturer narrative:
This report captures additional information in section b5 describe event or problem and h6 impact codes. This report contains additional information in section b5 describe event or problem and section h6 patient codes, impact codes and device codes.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. This has been a gradual rise over time. Further evaluation of the patient was discussed. This device remains in service. Additional information received indicated that fault code was received after performing defibrillation threshold (dft) test due to elevated shock lead impedances. The rhythm was not converted with shock but self-terminated prior to external shock. Ts confirmed with boston scientific representative that the physician was aware that therapy cannot be guaranteed at this point. The physician was going to touch base with following physician, and they will do a lead revision and pg replacement at some point. This rv lead currently remains in service. No adverse patient effects were reported. Additional information received indicated that this rv lead was surgically abandoned, and a new lead was successfully implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and section h6 patient codes, impact codes and device codes.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. This has been a gradual rise over time. Further evaluation of the patient was discussed. This device remains in service. Additional information received indicated that fault code was received after performing defibrillation threshold (dft) test due to elevated shock lead impedances. The rhythm was not converted with shock but self-terminated prior to external shock. Ts confirmed with boston scientific representative that the physician was aware that therapy cannot be guaranteed at this point. The physician was going to touch base with following physician, and they will do a lead revision and pg replacement at some point. This rv lead currently remains in service. No adverse patient effects were reported.